Manufacturer narrative:
The device was returned to the manufacturer for evaluation.

Event description:
Customer reported an issue with the panorama central stations telemetry interface module which may have affected telemetry monitoring. No pt injury was reported.